Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms the tip of rdce frcps w/ srrtd jw is broken off. The broken piece was returned with the device. The device shows signs of significant wear/usage. A medical investigation was conducted and confirms per complaint details, the device broke during the procedure; however a s +n backup was available and used to complete the procedure without report of patient injury or surgical delay. It was communicated that no further documentation/information would be forthcoming. The product evaluation revealed both pieces returned and showed signs of wear/usage. Based on this information, the root cause could not be definitively concluded. Reportedly, there was no surgical delay or patient injury/impact as the fragment was recovered and the procedure was completed with a backup device; therefore, no further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms the tip of rdce frcps w/ srrtd jw is broken off. The broken piece was returned with the device. The device was manufactured in 2019 and it shows signs of significant wear/usage. A medical investigation was conducted and confirms per complaint details, the device broke during the procedure; however a s +n backup was available and used to complete the procedure without report of patient injury or surgical delay.&nbsp; it was communicated that no further documentation/information would be forthcoming. The product evaluation revealed both pieces returned and showed signs of wear/usage.&nbsp; based on this information, the root cause could not be definitively concluded. Reportedly, there was no surgical delay or patient injury/impact as the fragment was recovered and the procedure was completed with a backup device; therefore, no further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during an unknown procedure the rdce frcps w/ srrtd jw broke. Instruments inside the patient. The procedure was completed without delay using a smith-nephew back-up device. No patient injury or other complications were reported.